Event description:
The customer contact reported that the device powered off by itself without sounding an audible alarm tone. At an unspecified time, the device was programmed to deliver an unspecified concentration of noradrenaline. No specific programming parameters were provided. After an unspecified length of time, it was reported the nurse noted that the patient was hypotensive. No specific values were provided. At that time, the nurse noted the device powered off by itself without sounding an audible alarm tone. Though requested, no add'l info was provided, including if any medical interventions were required, patient outcome, and if therapy was resumed using a replacement device.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.